Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in moderately tortuous and moderately calcified vessel below knee. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatation. However, during the first inflation at 14 atmospheres for 30 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of same device. There were no patient complications nor injuries reported and that the patient status was good.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a coyote es balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a longitudinal tear 25mm from the tip and is approximately 7mm long. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there is a longitudinal tear in the balloon.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in moderately tortuous and moderately calcified vessel below knee. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatation. However, during the first inflation at 14 atmospheres for 30 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of same device. There were no patient complications nor injuries reported and that the patient status was good.